Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged which caused the lead to inappropriately sense and caused no capture at the maximum output. As a result of the dislodged ra lead, the patient experienced fatigue and shortness of breath. The ra lead was reprogrammed until the lead underwent revision. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.